Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/04/2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported.